Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed eight clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, scissoring occurred and clips were malformed at the 2nd and 3rd firings though the device functioned at the 1st firing as intended. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what shape were malformed clips? The information was not provided from the hospital. Did scissored clip cut tissue? If tissue cut, how was it repaired? The information was not provided from the hospital. Was there any change to procedure or any change post op patient consequences? No.